Event description:
A customer report to baxter (B)(4) a flo-gard infusion solution set in which a no flow was observed. The alleged malfunction occured during patient use while infusing propofol. The defective administration set was switched out for a new set, and therapy continued. There were no reports of patient injury, medical intervention, or adverse events related to this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Two actual samples of the three reported samples were returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. The reported condition was not confirmed. Therefore, no assignable cause could be determined. A batch review was performed on the reported lot with no deviations found.